Event description:
Received an article titled "use of the flixene vascular access graft as an early cannulation solution" published in the journal of vascular surgery in 2015. The study consisted of evaluating early cannulation of a prosthetic graft involving 44 patients from 2011 through 2013 and reporting the midterm patency and complication rates. Per the study, one patient had hematoma requiring surgical revision.

Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number, or sample was provided. Per the study, it suggests that cannulation of the flixene graft within 1 week after implantation is safe and effective. Early cannulation avoids or shortens the need for a temporary catheter. One-year patency rates appeared to be comparable to those achieved with conventional grafts. Related MDR's: 1219977-2015-00118, 1219977-2015-00119, 1219977-2015-00120, 1219977-2015-00121, 1219977-2015-00123, 1219977-2015-00124.